Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative via a patient regarding an external device. The reason for call was re presentative states patient is having issues with the controller. Representative states the controller is acting on its own accord changing settings by itself and patient is not able to turn it up or down very well. Representative said they checked it out and it was going down on its own without him touching the arrows. Representative was not sure what was going on with it. Representative then said they hooked it up to his equipment and the controller was working just fine. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient's lithium battery was replaced recently. Additional information was received from the healthcare provider (hcp) saying on (B)(6) 2026 patient tried troubleshooting over the phone with manufacturing representative, manufacturing representative was not able to resolve the issue and a new controller was requested by manufacturing representative.